Manufacturer narrative:
A visual assessment of the returned system screws showed implants that had been placed and explanted. The anodization was worn in areas of the cup component as well as visible scratches present. The 3.5mm system yoke of both returned system screw implants were rotated approximately 90° from the intended orientation of the assembly. A functionality assessment was not performed, as the returned system screw implants will be discarded per procedure for devices that have been implanted. A DHR review was performed for system screw lot# 058392 and there were no manufacturing anomalies identified. The device lot met all required specifications prior to being released to distributable inventory. The device lot has been available for distribution since 6/25/2018. The system screwdriver intended to be used for implantation of the system screw implants is designed to rotate the system screw implants as an assembly. The sub-assembly components (cup, yoke, and screw) of the system screw implants are press fit together to complete a system screw implant assembly. If the components of the system screw implants are not rotated as an assembly, it can allow the yoke and cup of the system screw implant assembly to rotate independently of one another, which would prevent rod introduction. The root cause of this complaint cannot be reliably determined. The complaint investigation suggests the possibility that the system screw implant cup component may have been rotated independently of the yoke, which prevented rod introduction. There have not been any other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor this product family for complaints from the field.

Event description:
The manufacturer was made aware of a product complaint on (B)(6) 2023. It was reported that two system screw implants were explanted after placement during a surgical procedure due to the internal yoke component of the implants not allowing for introduction of system rods. There were no known patient complications associated with this complaint. The surgeon elected to perform unilateral fixation with the successfully placed system screw implants. An RMA# was issued for return of the complaint implants, which were received at the manufacturer on 12/18/2023 for complaint assessment. This report is associated with MDR# 3005031160-2023-00025.